Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic laparoscopic procedure when attaching "y" mesh to the tissue, the thread broke and the needle was separating from the thread on 3 sutures. The needle fell into the patient's cavity. New sutures were used to resolve the issue. There was no patient injury.